Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. There is no indication the access accutni+3 reagent was returned for evaluation. The customer performed hardware verification testing after the event. All system parameters including: quality control (qc), calibration, system check, precision, and retested access accutni+3 patient samples were performing within assay and instrument specifications. No hardware or system issues were identified as contributing to the reported event. In conclusion, the cause of the elevated non-reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated non-reproducible troponin I (access accutni+3) result in association with the dxi 600 access immunoassay system serial number (B)(4) for one (1) patient. The sample (designated as sample one (1)) from the patient was reanalyzed in duplicate using the same unicel dxi 600 access immunoassay system and lower results, within the assay's normal reference range, were obtained. The customer stated sample one (1) from the patient was also tested using alternate unicel dxi 600 access immunoassay system serial number (B)(4) and a lower result was obtained. A second sample (designated as sample two (2)) from the patient was analyzed in triplicate using the same unicel dxi 600 access immunoassay system and lower results, within the assay's normal reference range, were obtained. The customer stated sample two (2) from the patient was also tested using alternate unicel dxi 600 access immunoassay system serial number (B)(4) and a lower result was obtained. The customer stated the elevated non-reproducible access accutni+3 result from the patient was reported outside of the laboratory. The customer was unaware if there was any change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 result. The customer stated quality control (qc) recovery was within the laboratory's established ranges before the event. The samples were collected and tested in plasma separator tubes. Samples were centrifuged for five (5) minutes at 5160 rpm (revolutions per minute) at. No sample integrity issues were reported by the customer.